Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2016; 310c27 tissue valve, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were unstable thresholds and pacs (premature atrial contractions). The atrial lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.